Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The caller stated that due to the patient's age and medical condition and family discussion, the decision has been made to not do anything with patient's device. The family is aware of the recommendations and that device operation can not be guaranteed and the plan is to continue to monitor the device through routine follow up visits every three months. The patient is not dependent. This product issue will be updated if additional information is received.